Manufacturer narrative:
Recall: z-0497-2013.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving bupivacaine [10 mg/ml] at a dose of 2.603 mg/day and morphine [20 mg/ml] at a dose of 5.207 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2017 that the patient had noticed alarming for the past 2-3 weeks from the pump and increased pain. The pump was interrogated on (B)(6) 2017 and the logs were full of resets, reset low battery, safe state logs, and a motor stall and tube set message. A critical alarm was heard and confirmed by telemetry to be occurring due to motor stall, low battery reset, reset, and safe state. On (B)(6) 2017, the representative reported that the patient was scheduled to have her pump replaced on (B)(6) 2017. It was indicated that the components of the system that were removed would be collected and sent back ¿with emphasis on a quick and thorough¿ analysis. It was indicated that at the time, it was their understanding that the hcp was managing any symptoms the patient may have had due to a lack of therapy from the pump. On (B)(6) 2017, further information was received from an hcp via a clinical study. It was noted that during interrogation of the pump it was seen that the pump had experienced a motor stop. Representative attempted to reprogram but could not. The battery was at end of life although the elective replacement indicator (eri) stated 16 months. The patient had been at the hospital several times in the last two weeks for pain complaints. Interrogation of the pump examined on (B)(6) 2016 showed that the patient at that time was receiving morphine [20.0 mg/ml] at a dose of 4.946 mg/day and bupivacaine [10.0 mg/ml] at a dose of 2.473 mg/day. No logs were read with it and there were no messages with the pump status. Early battery depletion was reported and the patient experienced increased pain. The programming date from the most recent refill prior to the event was (B)(6) 2016. The outcome of the event was noted as ongoing. Interventions were ms contin [30 mg] (morphine sulfate controlled-release) orally at a dose of twice a day for two weeks as of (B)(6) 2017 and pump replacement was scheduled for (B)(6) 2017. In regards to etiology it was indicated that the event was related to the device or therapy and not related to the implant procedure. On (B)(6) 2017, print-outs of the pump logs were received. From the log examined on (B)(6) 2017 at 14:58 with the last change on (B)(6) 2016 the messages of ¿pump in safe state,¿ ¿reset occurred,¿ ¿motor stall occurred,¿ and ¿stopped pump period may exceed tube set¿ were seen at interrogation. The infusion mode was set at minimum rate with a dose of 0.122 mg/day for the [20.0 mg/ml] morphine and at a dose of 0.061 mg/day for the [10.0 mg/ml] bupivacaine. The pump status after update on (B)(6) 2017 at 15:51 was ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set.¿ the pump status after update on (B)(6) 2017 15:54 was still ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set.¿ the logs had not been read at 14:58 or 15:51. The estimated eri (elective replacement indicator) was 16 months, but was crossed out with the note ¿battery low¿ on the print out. It was also shown on the printout that the reservoir volume was 19.0 ml, but noted that it was never put in. The logs examined on (B)(6) 2017 at 15:54 showed that there were six low battery resets, five resets, one motor stall with tube set, and one safe state message all on (B)(6) 2017. ¿reset occurred ¿ low battery¿ at 12:34, ¿reset occurred¿ at 12:35, ¿reset occurred ¿ low battery¿ at 12:35, ¿reset occurred¿ at 12:36, ¿reset occurred ¿ low battery¿ at 12:36, ¿reset occurred¿ at 12:37, ¿reset occurred ¿ low battery¿ at 12:37, ¿reset occurred¿ at 12:38, ¿reset occurred ¿ low battery¿ at 12:38, ¿reset occurred¿ at 12:38, ¿reset occurred ¿ low battery¿ at 12:30, ¿motor stall occurred¿ at 15:51, ¿stopped pump period may exceed tube set¿ at 15:51, and ¿pump in safe state¿ at 15:51. The pump status after update at 16:51 was still ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set.¿ on 2017-jan-13, updated information was received from an hcp via a clinical study. It was updated that the ¿patient at hospital several times in last two weeks for pain complaints¿ was no longer applicable to the signs/symptoms. The same log that was examined at 15:54 on (B)(6) 2017 (described above) was submitted. Per a general note from the representative, this was a patient that had ¿repeat motor stall then finally no recovery ¿ pump into ¿safe state mode or motor state¿ early failure.¿ note, this is conflicting with the pump logs from which there was only one motor stall seen.

Event description:
Additional information received on (B)(6) 2017 from a company representative (rep) reported the pump was replaced today ((B)(6) 2017). Rep was given the reference number when returning the pump for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 indicated as an intervention, the pump was reprogrammed (pump increase) on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's weight was 92 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2017. The pump was reprogrammed on (B)(4) 2017 where it was increased. The patient reported on (B)(6) 2017 that the pump provides them with much improvement. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. As received the pump reservoir had 10 ml of fluid and running in the minimum rate infusion mode. Pump memory logs show that the pump had suffered low battery resets in the field. During internal decontamination and motor function test the pump reset again. Hybrid function passed testing. Battery resistance test showed a battery resistance of 493 ohms which is over the 317-ohm spec (battery resistance testing failed). The pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found, none was found. The high resistance battery is the cause for the issues described in this complaint file. Evaluation conclusion code (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative on 2017-feb-08. It was further reported that the patient came in for a refill and the pump read "stopped pump." No dye or rotor studies were performed. The pump was removed due to premature pump stop, and the patient recovered without sequela.